Manufacturer narrative:
Device evaluated by MFR.; the device was returned for analysis. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the hypotube of the device. Microscopic examination revealed that the distal tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately calcified proximal right coronary artery (rca). A 3.00mm x 20mm liberté¿ stent was selected to treat the lesion. After predilating the lesion using a 2.0mm x12 mm maverick balloon, the 3.0mm x 20mm liberte stent was advanced but the stent did not cross the lesion. The physician removed the stent delivery system and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed stent damage.